Event description:
Left total hip arthroplasty. Utilized drill tip during surgical procedure. Drill tip broke and embedded in acetabular component. Surgery went otherwise as planned. Confirmation by x-ray of embedment of tip fragment into acetabular component. Decision to allow embedded tip fragment to remain in place made based on location of fragment.